Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Not returned to manufacturer.

Event description:
It was reported that while using a bd insyte&#10241;autoguard&#10242;bc shielded IV catheter, the safety mechanism was activated, the needle retracted appropriately, but a portion of the device was sharp enough to cause a break in the rn's skin and he/she was exposed to a patient's blood. The rn received routine post exposure lab work and a tdap immunization but declined any further medical interventions. The rn will continue to be monitored and have future lab work.